Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously implanted 3.0x12 mm xience prime rx stent in the ostial lesion of the surgical care improvement project (scip) graft implanted in 2011. The exact date is unknown. Reportedly the 3.0x12 mm stent was not post-dilated but was deployed at 16 atm. The bypass procedure was performed 20 years ago. On (B)(6) 2015 the patient presented with shortness of breath and was re-admitted to the hospital and in-stent restenosis (isr) was confirmed via angiography. A same size xience xpedition stent was implanted to open up the vessel and successfully treat the restenosis. The patient was discharged from the hospital the following day. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.